Manufacturer narrative:
The insulin pump was returned for pump error 25; detailed trace analysis has confirmed alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. However, the insulin pump passed all functional testing including the rewind, prime seating, basic occlusion, occlusion, force sensor and displacement test. The test guardian 2 link with the glucose sensor simulator communicates properly with the insulin pump noted. No weak signal alarm noted. The insulin pump was received with scratched case, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a power error detected alarm. The customer's blood glucose level was 8.1 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.